Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer did not wear her insulin pump for two and a half weeks, and when she attempted to use the device again it would not turn back on. The patient used several different batteries but the device would not activate. The patient's blood glucose at the time of incident was 5.9 mmol/l. Troubleshooting was initiated for the blank display. The device was not beeping or vibrating at all. There was no sign of damage or leakage in the battery compartment. No products were returned and a replacement battery cap was shipped to the customer; the customer is to call back if the battery cap does not resolve the issue.